Manufacturer narrative:
Other, other text: additional information received by smiths medical on 06-jan-2021 via email that the event occurred during testing and there wad no patient involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigation unable to communicate with the device due to the constant recurring error code 44000 alarm. Visual inspection and power up / self-tests were performed and failed. The customer reported issue was confirmed. According to the investigation the device exhibited error code 44000 upon power up. The investigation reported that the pump main board did not operated as intended (defective) which cause the reported issue. Investigator replaced the pump main board to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 44000. It is unknown if this occurred while in use with a patient.